Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade unknown and intra capsular rupture.

Event description:
Patient's representative reported "patient started to experience discomfort, elements of asymmetry and dysmorphia of the breast. Patient underwent MRI which revealed, in addition to a marked capsular contracture, a hypointense stria in all sequences, on the left device, as for initial signs of intra-capsular rupture". The device has been explanted and replaced. This record relates to the left side.